Manufacturer narrative:
On february 12, 2020, a steris account manager performed in-service training on the proper use and operation of the traction boot assembly, specifically utilization of the traction boot disposable pads. No additional issues have been reported.

Manufacturer narrative:
A steris account manager went onsite to speak with facility personnel and was informed that during a procedure a patient's foot slipped from their traction boot assembly that was attached to their ot1100 surgical table. No report of injury or procedure delay. A steris service technician arrived onsite to inspect the traction boot assembly and ot1100 surgical table. The technician found the units to be operating according to specification; no repairs were required. The reported event is attributed to user error as facility personnel did not utilize the traction boot disposable pads as stated in the IFU which assist in ensuring the patient's foot is properly secured in the boot. The traction boot assembly instructions for use document states, "warning - personal injury hazard and/or equipment damage hazard: read and understand all instruction presented in this document before using the traction boot assembly as directed within the traction boot assembly instructions for use." The instructions for use state, "place patient's foot in traction boot disposable pad. Position padded foot into traction boot assembly." A steris account manager will offer in-service on the proper use and operation of the traction boot assembly.

Event description:
The user facility contacted steris for information regarding their ot1100 surgical table. The request was to obtain additional information regarding the proper use and operation of the table.